Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implant date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission displayed the wrong dates on the lead trend graphs. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.